Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 7/24/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. Additionally, the shipping label and additional documentation were received as well. Visual inspection under magnification revealed an edge chip on the optic body and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that zxt150 model intraocular lens(iol) was explanted from patient''s right eye in a secondary surgical procedure because patient was experiencing halos, tunnel vision and had difficulty focusing at a distance and near worsens with bright lighting. Also patient could not drive at night due to vision. This was a case of refractive lensectomy. There were no other medical/surgical interventions required. The replacement lens used is a pcb00 model of 26.5 diopter. The patient was doing fine after discharge. No further information available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.